Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump malfunction code, which did not recur, and was advised to continue using the pump while being instructed to call back if any issues reappear.